Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not deploy. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the delivery device was returned separate from the loading device. The seal was inside the delivery device. The green slide lock and the white plunger were depressed on the delivery device. The device was bloody. Based upon the received condition of the device, the reported complaint, "the seal did not deploy" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).